Event description:
The biomed stated the caster base weldment has a broken weld where the caster support tube is welded.

Manufacturer narrative:
A complete base frame was sent to the account to repair the bed.